Manufacturer narrative:
(B)(4). Concomitant medical products: g7 dual mobility liner # item 110024466 lot 275490 , cer bioloxd option head # item 650-1055 lot 118630,  taperloc por red/dist 13.5x147 # item 12-103207 lot 534610. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent stage I revision approximately one month post hip surgery due to infection and removal of implants and placement of antibiotic spacer. I and d was performed and wound vac placed. During the procedure, it was noted acetabular cup location was the source of the infection and an osteotomy was done performed due to cracking of the bone.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.